Event description:
It was reported by service report that the tip of the siderail broke off exposing sharp edges. Customer could not determine if there was patient involvement or if there were adverse consequences to report.